Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial tracking on the lower screen fades when on for a long time. It was also reported biomed doing inspection of device and noted that the lower display seemed dim and hard to read. Also, noted it appears that some pixels in the display may be missing. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming functional tests. Side bail covers are broken.

Event description:
It was reported the atrial tracking on the lower screen fades when on for a long time. It was also reported biomed doing inspection of device and noted that the lower display seemed dim and hard to read. Also, noted it appears that some pixels in the display may be missing. The device was returned for service. There was no patient involvement.